Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device would not power up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the station was out of service and would not power up. A field service engineer (fse) had found that the drawer controller was faulty, so the fse replaced the drawer controller and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.